Event description:
Revision surgery - the patient has experienced problems with dislocating, due to instability. The doctor scheduled to revise the patient on (B)(6) 2012. Due to the nature of how the patient was dislocating, the surgeon felt that changing the acetabular liner from a non hooded to a 10 degree hooded and the offset sleeve from a -3.5mm to either a neutral or +3.5mm would result in greater stability. The surgeon then proceeded to revise both implants to a 10 degree hooded liner and a +3.5mm offset sleeve. As a result, the patient showed satisfactory range of motion and stability. The surgeon then proceeded to close the patient.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after two weeks of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the seventh complaint for this part number: one due to stability/poor joint issues, one for assembly issue, one due to scratches, one for calcar fracture, one due to dislocation, and one for a periprosthetic fracture. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. (B)(4).